Event description:
The patient had a PICC placed in the right arm for administration of IV antibiotics to treat an infection in the left forearm. After placement of the PICC, medications were administered. Later in the day, it was found that the hub had separated from the catheter. The PICC was pulled and a new one was placed the next day.